Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found black tube insulation was damaged at the distal end. The insulation was gouged on one side and had a .094 x .084 piece missing roughly 1.473 above the snake wrist. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that prior to starting a da vinci surgical procedure, insulation was peeling off a thoracic grasper instrument. The instrument was not used in the case. There were no missing pieces or fallen pieces reported. No patient harm, adverse outcome, or injury was reported.